Event description:
It was reported that the screws fragmented during implantation. The surgeon removed the fractured screws during the procedure. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00029, 0001032347-2022-00030, 0001032347-2021-0000396, 0001032347-2022-00031, 0001032347-2022-00032, 0001032347-2022-00033, 0001032347-2022-00034. D10 ¿ medical products: item # 91-6105, lot # 863840 biomet microfixation facial plating system qty 2; item # 91-6105, lot # 863840 biomet microfixation facial plating system qty 4. Item returned for investigation. Returned screw clearly fractured at the shaft, near the head of the screw. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00396.

Event description:
It was reported that the screws fragmented during implantation. No further information is available.